Manufacturer narrative:
(B)(4).

Event description:
It was reported that in the cath lab there was a fiber optic catheter where the fiber optic sensor zeroed, but lost signal as it was inserted. Device was exchanged for another. There was no reported patient death, injury or complications. Medical/surgical intervention was not required. Difficulty encountered: during insertion / during use.

Manufacturer narrative:
(B)(4). Teleflex received the device for analysis. The reported complaint of fos signal lost is confirmed. The fos connector was recessed, and the fiber was found broken; therefore, the fos connector was not able to maintain a light path with the pump. It is unable to be determined which fos failure caused the reported complaint. The root cause of the recessed fos and broken fiber is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. The issue will be monitored for developing trends.

Event description:
It was reported that in the cath lab there was a fiber optic catheter where the fiber optic sensor zeroed, but lost signal as it was inserted. Device was exchanged for another. There was no reported patient death, injury or complications. Medical/surgical intervention was not required. Difficulty encountered: during insertion / during use.